Event description:
Hosp personnel unplugged the device from ac power and attempted to use it to treat a pt described as in cardiac arrest. The device operator made several attempts to turn the device on, however the device reportedly displayed a low battery warning message and shut off each time. Eventually the device remained on and an automated ECG analysis was performed resulting in a shock advised decision. The device allegedly lost power immediately after the shock was advised. The device was reconnected to ac mains power and after turning the device power back on another ECG analysis was performed and a shock was advised and administered, after which two subsequent ECG analyses resulted in no shocks advised. The pt was described as "fine". There were no adverse effects to the pt reported as a result of the alleged malfunction.